Event description:
It was reported that the pt experienced a loss of therapeutic effect and pain. The pain was described as burning, shocking and cutting sensation in the vagina. She was able to turn her device down to program 2 to alleviate the pain, but then her symptoms return. She was at home. She has an appointment setup to see her physician. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).